Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The physician was attempting to place a taxus express2 3.0x12mm drug eluting stent in the lad/diagonal and was unable to cross the lesion. The physician had placed and removed the stent from the guide catheter a couple of times. The physician was placing the stent back on the guidewire when the shaft broke. The break was about mid shaft on the catheter. The catheter had not been reinserted into the pt when the break happened. The procedure was completed by predilating the lad/diagonal lesion with an unk size balloon and placed a taxus express2 3.0x12mm drug eluting stent. No pt complications were reported. The pt was reported to be in satisfactory condition.